Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was on impella 5.5 support when there was a gastrointestinal bleed. Support was continued. Care was eventually withdrawn and the patient expired. The relationship between the impella and cause of death is unknown.